Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients paddle lead was coming through the skin. The patient underwent an explant procedure. The explanted paddle lead was not returned.

Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients paddle lead was coming out through the skin. The patient will undergo an explant procedure.